Manufacturer narrative:
Results: the neuron max 6f 088 long sheath (neuron max) was fractured approximately 3.0 cm from the hub. Conclusions: evaluation of the returned device revealed that it was fractured. This damage may have occurred due to forceful manipulation of the neuron max at extreme angles during removal from the packaging. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
During preparation for a medical procedure, the hospital staff noticed that the hub of the neuron max 6f 088 long sheath (neuron max) became separated from the catheter shaft upon removal from the packaging. The damage to the neuron max occurred prior to use and therefore, the neuron max was not used for the procedure. The procedure was completed using a new neuron max.